Event description:
I was administered 45 electro-shock treatments at a private psychiatric hospital. These "treatments" have caused permanent memory difficulties and a lowering of 60 points on the wexler iq test. It has been a struggle to keep up with the demands of life. Diagnosis or reason for use: depression.